Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used extension set without packaging was returned in connection with this complaint. Attached to the distal end of the set was s 30ml plastic syringe. The roller clamp was opened when it arrived. The set was spiked on a bag and primed. The roller clamp was closed several times in order to replicate the event. Each time the flow was completely stopped by the closing of the roller clamp. The reported defect was not able to be replicated or confirmed. While we are unable to confirm the reported defect, all available information regarding this occurrence has been forwarded to our material review broad (mrb) business unit leaders and all personnel involved in the manufacturing and inspection of this product in order to heighten awareness. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer reports: "when administering medication with a syringe through set v5484, that is attached to a primary admin set, the medication can still be seen going into patient after roller clamp is closed on the set." No injury reported.